Event description:
During what was an uneventful intervention of left profunda and superficial femoral artery, the emboshield shaft fractured and was retained in the body. The device was removed via surgical intervention and no damage was sustained to the affected vessel.